Manufacturer narrative:
B6) relevant tests/laboratory data - not available from facility. D4) device serial number - not available from facility. H3/h6) the elca device was not returned, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the mid circumflex artery. During use of a spectranetics ecla laser atherectomy catheter, when removing the catheter from the body, a zipper tear was observed at the distal end of the outer jacket. The catheter was removed and a balloon was used to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
H3) the elca device was returned in two portions for evaluation. The distal section includes a portion of the working length; measuring approximately 10.4 cm in length. Visual inspection found melting of the jacket at the distal tip, and the outer jacket was frayed just proximal to the distal marker band. The proximal section includes the proximal coupler, tail tube, and a portion of the working length; measuring approximately 332 cm in length. Visual inspection found this section to be in good working condition, outside of where the breach occurred. At the location of the separation, the outer jacket was torn and pulled back, fibers were broken, charred, and exposed. The total length combined is 342.4 cm, which is within the measurement spec. H6) based on the device evaluation and investigation, the separation was confirmed; however, the cause of the damage/separation could not be established. Type of investigation code b01 replaced (from b17). Investigation findings code c0706 replaced (from c20). Investigation conclusions code d15 replaced (from d14). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.